Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with prominent eustachian valve, enlarged heart, rotated heart, and a cardiac implantable electronic device (cied) with pacing leads. A triclip was inserted and implanted without issues. A second clip, a triclip xt was inserted and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. However, post deployment, the clip detached from the anterior (lateral) leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the clip, two additional clips were implanted, reducing tr with a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult leaflet capture were unable to be determined. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code:

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with prominent eustachian valve, enlarged heart, rotated heart, and a cardiac implantable electronic device (cied) with pacing leads. A triclip was inserted and implanted without issues. A second clip, a triclip xt was inserted and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. However, post deployment, the clip detached from the anterior (lateral) leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the clip, two additional clips were implanted, reducing tr with a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.